Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during use of the implantable pulse generator (ipg), patient began to have a heart rate of 56 beats per minute (bpm), and a low heart rate with chest tightness during exercise. The patient presented to healthcare facility for cardiac ultrasound examination. It was also reported by the patient, that evaluation revealed the heart was 'okay', and the physician that performed the evaluation suspected that the ipg needed parameters needed to be adjusted or the blood vessels were lesions. No further information was provided. The ipg remains in use. No patient complications have been reported as a result of this event.